Event description:
It was reported that while in use with a patient, the altrix device did not warm the patient as quickly as anticipated. There was patient involvement but no reports of adverse consequences or clinically relevant delay in treatment. Upon investigation, it was discovered the user facility had not properly placed the blankets on the patient resulting in the patient's temperature raising more slowly than anticipated.

Manufacturer narrative:
B5 and h codes updated to match completed investigation results.

Event description:
It was reported that while in use with a patient, the altrix device did not warm the patient as quickly as anticipated. There was patient involvement but no reports of adverse consequences or clinically relevant delay in treatment.